Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope was used on 17 patients after it was used on the patient with suspected creutzfeldt-jakob disease (cjd). It was reportedly used in 10 treatment procedures (1 patient for percutaneous endoscopic gastrostomy (peg), 3 for gastric ulcer hemostasis, 2 for esophageal varices treatment, 1 for duodenal tumor resection for gastric cancer, 3 for endoscopic submucosal dissection (esd) for gastric cancer) as well as in 7 observation procedures (3 patients for chronic gastritis, 1 for gastric cancer, 1 for gastric ulcer, 1 for duodenal ulcer, and 1 for esophageal varices). None of these 17 patients developed any infections or cjd. The scope was not cultured. The patient with the suspected cjd is reported on patient identifier (B)(6). The 17 patients are reported on patient identifiers (B)(6) (patient 1), (B)(6) (patient 2), (B)(6) (patient 3), (B)(6) (patient 4), (B)(6) (patient 5), (B)(6) (patient 6), (B)(6) (patient 7), (B)(6) (patient 8), (B)(6) (patient 9), (B)(6) (patient 10), (B)(6) (patient 11), (B)(6) (patient 12), (B)(6) (patient 13), (B)(6) (patient 14), (B)(6) (patient 15), (B)(6) (patient 16), and (B)(6) (patient 17).

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. Due to a pinhole on the bending section cover and channel tube, water tightness was lost. The bending angle of the up direction and the play of the up and down knob did not meet specifications due to a worn angle wire. The distal end cover, connecting tube, lock engagement lever, lock engagement lever knob, right/left/up/down knob, switch box, suction cover, suction connector, universal cord, grip, switch 1, suction cylinder, control unit, and switch 4 were scratched. The forceps channel port was shaved, and the paint on the air/water cylinder was peeled. Due to a scratch on the objective lens, flare occurs. The customer provided the reprocessing steps for the endoscope. Air and water were suctioned at the bedside, brushing was performed at the sink, and then cleaning and disinfection with the oer. The scope was reprocessed in 3 oers. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The cjd was not confirmed during subsequent inspection. The instruction manual reprocessing manual ¿chapter 1 general policy, 1.4 precautions¿ describes the following warning: "[warning] ·prions, which are the pathogenic agents of the creutzfeldt-jakob disease (cjd), cannot be destroyed or inactivated by the reprocessing methods stated in this instruction manual. When using the endoscope and accessories on patients with cjd or variant creutzfeldt-jakob disease (vcjd), be sure to use them for such patients only, or immediately dispose of them after use in an appropriate manner to prevent the usage of exposed devices on other patients. For methods to handle cjd, follow the respective guidelines in your country. ·the endoscope and accessories may be damaged by published methods for destroying or inactivating prions. For information on the durability of olympus equipment against a particular reprocessing method, contact olympus. In general, olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and / or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is observed." Olympus will continue to monitor field performance for this device.